Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was at a monitoring voltage of 2.59 volts after 34 months of implant. There is an associated allegation of premature battery depletion. This ICD was implanted on (B)(6) 2006. Currently this ICD remains implanted and in service. This ICD is being monitored more frequently until the device declares a battery status of elective replacement indicators (eri). No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
--

Event description:
--

Manufacturer narrative:
Available information suggests this implantable cardioverter defibrillator (ICD) remains implanted and in service. Should additional information become available this product issue will be updated. Subsequently, this ICD declared the battery status elective replacement indicators (eri) on (B)(6) 2010. Therefore, this ICD was replaced successfully. This ICD is intended to be returned to boston scientific for laboratory analysis. No adverse patient effects reported.

Manufacturer narrative:
This device has been returned to boston scientific for laboratory analysis. Once analysis is complete, this event will be updated and resubmitted.